Manufacturer narrative:
It was reported that the keypad was replaced for power button failure and the allegation was confirmed and replicated during functional testing. During external inspection, the keypads were observed with signs of fluid ingress on the flex cable. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. The front case keypads were connected to a test fixture for functional testing. The keypad failed the maintenance keypad test due to failing to power on the device. The ac indicator light did not illuminate after plugging in the power cord and the system on key was not functioning as intended. However, all other soft keys were observed to be functioning as intended. The keypad failed the dmm continuity test. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of 07/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/21/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the keypads were returned.

Event description:
It was reported that three pc unit keypads were replaced for power button failure. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that three pc unit keypads were replaced for power button failure. There was no patient involvement.